Manufacturer narrative:
The field service engineer went onsite and concluded that the employee was shocked because they were wrongly using the grounding equipment along with the hospital earth cable. This caused a potential difference with the philips device connected to another power. The field service engineer educated the customer not use the two lands together. The issue did not occur again as of (B)(6) 2016. (B)(4).

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a complaint from the customer in which they stated that during an electrophysiology procedure an employee received an electric shock, resulting in a mild burn. There was no treatment of the burn needed.